Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip manufacturer's expiration date is 05/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states the meter reads hi and e-5. Informed the customer her blood sugar can be over 600mg/dl and instructed the customer to go to the hospital. Customer states she feels dizzy and has frequently been urinating.